Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a door latch failure occurred on door 3, which repeatedly failed and required maintenance. This issue in a procedure area resulted in delays in medication access. The customer confirmed that a nearby station was being utilized as a workaround. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was clicking and continuously failing. A field service engineer (fse) replaced the microswitches within the latch assembly and reseated the harness cable to resolve the issue. The fse then ran the hardware test application (hta). The station was restarted, and an inventory count was successfully performed. The system functioned as intended after the field service engineer repaired the device.